Event description:
A nurse reported that after surgery the patient experienced hazy vision, glare around lights and positive dysphotopsia. The iol was explanted and exchanged with a non-company lens in the secondary implant procedure. No patient impact was reported to the patient. There are two medical reports associated with this patient. This file belongs to left eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens diopter (add power 2.2/3.2 diopter) lens was removed and replaced with a noncompany 18.0 diopter lens. Due to the exchange of a multifocal 19.0 diopter lens for an 18.0 diopter lens, this suggests that the 1.0 diopter change may have been an improved choice for the patient's vision needs. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).